Manufacturer narrative:
Investigation results: the complaint that the needle did not fully retract was confirmed and the root cause appeared to be manufacturing related. One insyte autoguard needle was provided for investigation. The needle hub was damaged and deformed, which created a lip that caught on the grip after the safety mechanism had been activated and prevented full needle retraction. No damage or defects were identified on the safety mechanism. The needle would have fully retracted if the needle hub had not been damaged. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter, translated from french to english: the canula did not retract when the retraction button was pressed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.